Event description:
Rescuer reportedly received a strong electrical discharge at the same time as the ICD patient while taking his radial pulse. Information is requested about risks for health professionals handling ICD implanted patients and ways to protect themselves.

Event description:
Rescuer reportedly received a strong electrical discharge at the same time as the ICD patient while taking his radial pulse. Information is requested about risks for health professionals handling ICD implanted patients and ways to protect themselves.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.